Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was overheating during a spine procedure. There was no delay in the surgical procedure. There was no patient impact. On follow-up, additional information was received confirmed that the event occurred during a procedure for spine surgery.